Manufacturer narrative:
Additional and/or corrected data: b5, d4, d6b, g6, h2, h4, h6 a review of the device history record for strattice lot sp100303 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral hernia repair and was implanted with strattice device lot sp100303 on (B)(6) 2017. The patient then underwent a " repair of recurrent ventral hernia with lysis of adhesions and removal of previously placed mesh¿ on (B)(6) 2022 and was implanted with a non-abbvie device, ¿ethicon ulrapro¿. No ¿revision or removal¿ was reported for the non-abbvie device. As per the ppf form, the patient claims ¿chronic pain, adhesions, mesh contraction, and a hernia recurrence which required an additional surgical procedure during which the strattice mesh was removed¿ resulted from the implantation of the strattice mesh. No other information was reported. The lot number is valid however due to system limitation will remain unknown, an investigation will be requested for sp100303. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.